Manufacturer narrative:
Returned units were evaluated and no bonding was found at the female luers. It appears that during the manufacturing process, the assembly machine missed applying solvent to the units in question and the operator inadvertently placed the sets in the incorrect bin. This issue has been reviewed with manufacturing and is being monitored. Review of the complaint database for the last 24 months indicates that this is the only reported issue for the luers separating due to no solvent for this product code. The device history record was reviewed and found to be acceptable. Medex was able to confirm this issue and determine the cause. No additional action necessary at this time. Medex considers this issue closed with this MDR report.

Event description:
The reporter stated that when the product was removed from the package, the female luer lock fell off. No patient injury or treatment associated with this event.